Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the distal segment of the lead was returned and analyzed and no anomalies were found. There was blood/body fluid on all conductors (not obstructed). The outer tubing overlay was melted and had cosmetic environmental stress cracking. There was a white substance on the exposed defibrillator coil and the outer overlay tubing. The helix was bent/ distorted. There was blood in/on helix mechanism, including the sleeve head. There was also apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead is oversensing. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead is oversensing. The lead is still in use. No patient complications have been reported as a result of this event. It was also reported that there was t-wave oversening. The lead was removed and replaced.